Event description:
The manufacturer received information alleging a ventilator failed a proximal sensor set point test step during testing. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. No alarms were sounded during the bench run. A review of the device's downloaded event logs revealed an oxygen flow sensor failed alarm. The device's power management board was replaced. Additionally, an alarm indicating the internal battery was not present. The downloaded event log was reviewed, and the device was powered off when the alarm occurred. This would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.